Event description:
Straight shots. Per sales rep, during test fire, shot "rough" q. Then shot full cartridge through and got intermittent straight shots with incomplete q's.

Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a combination of normal wear on the reusable device and exposure to harsh detergents when washed by user.